Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the infusion set on the insulin pump. Customer reported that they are experiencing high and low blood glucose levels. Customer reported that her blood glucose levels ranges from 25 to 350 mg/dl. Customer's was given glucagon to treat blood glucose levels. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.